Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg crt-d, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited sensing noise and had recorded a large number of short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.